Manufacturer narrative:
Qc results were within specifications. Bci field service engineer (fse) completed a preventive maintenance (pm) and replaced some hardware which resolved the problem. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding intermittent total bilirubin (tbil) results generated by the synchron lx20 pro analyzer. One example of the erroneous results was provided. The initial tbil result was "<0.1 mg/dl" and repeated at 0.4 mg/dl. The erroneous result was not reported outside of the laboratory. Patient treatment was not initiated or withheld in this event.